Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the metal braid of the bending tube was damaged by physical stress during device handling by the user. It is likely that the angulation wire was scraped by the broken component at the bending section and broke during handling of the device by the user. The event can be prevented by following the instructions for use (IFU) which state: "IFU urf-v2/v2r operation manual important information ¿ please read before use_ precautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Chapter 4 operation 4.1 warnings and cautions: operation : do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. : do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Evaluation was performed on the returned device; the reported issue of leaking video cable cover was not confirmed. In addition to the metal braid issue, evaluation found the device's bending cover was leaking, the angle wire stretched was longer than specifications causing the bending angle to be out of specifications and the video cable was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the uretero-reno videoscope did not relay an image to the monitor. The customer reported the issue was identified during reprocessing. The device was returned for evaluation. During evaluation, the returned device was found to have the metal braid coming out of the bending tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported. No procedural delay was reported.